Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose 398 mg/dl on (B)(6) 2018. The time of the incident is 11:00 pm. Customer did not have symptoms. Blood glucose value when admitted to hospital was 350 mg/dl. Customer blood glucose reading at the time of the incident was 398 mg/dl. Customer current blood glucose reading was 398. Customer has been using insulin pump system within 48 hours of reported high bg event. Customer did used the insulin pump with 48 hours. Customer was treated with insulin pump. The names of the hospital customer visited is (B)(6) hospital. The reporter name is (B)(6). Reporter phone number was unavailable. Customer did not perform carelink upload. Customer did not perform hp test. Infusion set was last changed is (B)(6) 2018. Products will not be returning for analysis.